Event description:
Report received of an over-delivery of IV fluids. The pump was programmed to deliver d5ns with an unspecified amount of kci at 70ml/hour. At 06:05, the rate was changed to 80ml/hour when a new bag was hung. At 12:00 on event date the nurse went into the room to hang a piggyback of meropenem, 50ml at 100ml/hour on the secondary line. The nurse noted at this time that there was approximately 300ml remaining in the primary IV bag, when 520ml should have been remaining. The nurse could not program the secondary line to deliver the piggyback. The pump was removed from clinical service. There was no reported adverse patient event. No further information was available.